Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on the right atrial (ra) lead. High thresholds were noted on the right ventricular (rv) lead. One stored episode was classified as ventricular fibrillation (vf) by the device; however, the clinician thought that it was supra ventricular tachycardia (svt). The leads and device remain in use. No patient complications have been reported as a result of this event.